Manufacturer narrative:
Patient weight - unk. Patient ethnicity - unk. Patient race - unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -09.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. Lens dislocation/subluxation was observed and the lens was explanted in a second surgery on (B)(6) 2021. This resolved the problem. Cause of the event is reported as patient related factor.